Event description:
The inline suction catheter (medline pedi y connector closed suction catheter) for a 2.5 endotracheal tube was attached connection tubing and wall suction. Nurse went to use inline suction catheter and the green top piece that is depressed to apply suction and the green piece was found broken off and laying in the bed. This is the second inline suction catheter with the green piece breaking off in the last 24 hours.